Event description:
We ordered a case of accu-chek inform ii us 50ct 36/c test strips. The box arrived sealed, but it was taped up differently than usual. When we opened the case there were three boxes completely missing from the case and four damaged boxes. Upon further inspection of the damaged boxes, one box did not contain any test strips but did contain someone's personal lorazepam 0.5 mg #30 prescription. Law enforcement, roche, and the pharmacy that was on the bottle were contacted. Reference reports: mw5119106, mw5119108, mw5119109, mw5119110, mw5119111, mw5119112.